Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. No blood glucose levels were reported. The customer stated that his blood glucose levels went high due to the infusion sets he was using at the time. Nothing further was reported .